Event description:
During a pta treatment procedure, the tip of the choice pt guidewire fractured, resulting in complete separation. No attempt was made to retrieve the guidewire tip, it remains in the patient. Patient status is reported as 'fine'. Same case as manufacturer report # 6000093-2005-00289